Manufacturer narrative:
For this event, the investigation found weekly operator's maintenance of cleaning the rinse stations was missed. The service actions resolved the issue. The follow up actions for this event was that the field service engineer found a clogged probe on the wash station. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable non-reproducible results were generated by the cobas 8000 cobas c 502 module. The events involved a total of 2 patients with the following: questionable result for magnesium, questionable result for calcium, questionable result for creatinine. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.